Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was shocking her ever since it was implanted on (B)(6) 2016. To resolve the shocking, they ¿dialed it back¿. There were no further complications reported or anticipated.